Event description:
It is reported the the lens was explanted due to improper intraocular lens (iol) power. No injury or adverse effect was reported.

Manufacturer narrative:
(B)(4) - explant. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.

Manufacturer narrative:
Evaluation of the returned lens found it covered with surface residue, not inconsistent with an explanted lens. No defects were observed with the lens optic body and haptics of the lens. Diopter inspection of this lens found it to meet specifications for optical properties. Results showed the lens to measure 19.5 d and is correct as labeled. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to abbott medical optics has been submitted.